Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month after implant, a lead had dislodged. The lead also exhibited rising, high thresholds and undersensing. It was noted that the physician suspected that the lead sleeve fixation may not have been sufficient. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.